Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to unable to remove cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported that after using the bd preset¿ arterial blood collection syringe, the safety failure was difficult to activate causing a needle stick injury. No further information was available. The following information was provided by the initial reporter, translated: the patient was hospitalized for heart failure, chronic obstructive pulmonary disease, and type ii respiratory failure. After collecting arterial blood with an arterial blood sampling device at 08:05 on (B)(6) 2020, the connection of the blood sampling needle could not be unscrewed and the needle cap could not be replaced, which caused the examiner to pose a safety hazard for occupational exposure needle stick injuries, and did not cause the patient adverse effects.